Manufacturer narrative:
Device evaluation: investigation was completed on january 28, 2026. Analysis of the returned instrument 27050xa, lot xl01 clearly shows that the fracture of the ceramic tip and the additional damage found on the shaft and plastic parts are due to mechanical overload combined with insufficient visual inspection. The ceramic tip shows signs of multifactorial failure, in which microcracks, thermal stress, material-related brittleness and repeated reprocessing cycles played a role. This pre-existing damage could have been detected during a proper visual inspection prior to use. The mechanical fractures found on the proximal shaft also confirm improper handling that does not comply with the clear instructions in the user manual. This explicitly states that the product must not be subjected to excessive mechanical force, bent parts must not be bent back and the product must be checked for damage before each use. Overall, the failure of the item can be attributed to a combination of material fatigue, incorrect handling and inadequate inspection. Responsibility for the damage incurred therefore lies with the user or the reprocessing staff. Consistent compliance with the manufacturer's instructions is essential to prevent similar damage in the future and to ensure the safety of the product. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information received on 17 oct 2025: the fracture of the ceramic tip did not affect the patient and did not prolong the surgical time. No negative impact in state of health reported.

Manufacturer narrative:
Additional information added to: b1, b4, b5, h1 and h6. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a ceramic head on a 27050ca came loose and fell into a patient's bladder, resulting in a longer treatment time and increased risk to the patient. The part was retrieved from the bladder.